Event description:
Level 1, inc. Rec'd a report from its distributor in the netherlands that during an aortic bifurcation bypass procedure air was seen while administering fluids with the h-1025 through a di-60hl. The clinician removed air from the pt by means of subclavian catheter. To the best of the co's knowledge the pt has suffered no lasting effects from the air embolus, and is reported as "very well".